Manufacturer narrative:
Customer's meter was returned and investigated. Meter's date and time were set from (B)(6) 2011 at 11:14 am to (B)(6) 2011 at 10:02 am when received. Meter data-log was uploaded and reviewed significant date and time changes were not observed. Time and date change due to electro static discharge was not observed. The complaint is not confirmed. This is a final report.

Event description:
A customer's caregiver reported the time and date did not stay in their pxtra meter. The caller also stated that on (B)(6) 2010, the meter displayed "an unknown bg number", which could not be verified because of the date/time issue and the customer inadequately self-medicated, which resulted in a 4-day hospitalization. At the time of the medical incident, the customer reportedly experienced symptoms of hyperglycemia and also lost consciousness. The paramedics were called and transported customer to a local hospital due to high glucose over 880 mg/dl (the source of the reading is unknown), where she was diagnosed with hyperglycemia. The inpatient treatment is unknown. The customer reportedly self-treated with novolog and lantus to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date is unknown.